Event description:
Device malfunction: device #1 failure to split sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified artery after an interventional procedure. Reportedly, while depressing the plunger, the sheath did not split and it became "scrunched up". The physician closed the locator wings and a guide wire was inserted through an open portion of the sheath to remove the device. A second starclose se device was inserted into the patient anatomy using the guide wire and the same results occurred. A third starclose se device was used with the same results. Hemostasis was achieved with a proglide device. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
Device #2 and device #3, part #14679-02, lot #unk will be filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.